Manufacturer narrative:
Additional product code: hwc. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing evaluation: the performed investigation has confirmed that the handle from the instrument is loose. The head of the handle features damages. They give evidence that blade insertion was done with high mechanical force. We can only assume that unexpected mechanical overload caused the damages.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the handle is loosening from shaft. Procedural step is unknown. This is report 1 of 1 for (B)(4).